Manufacturer narrative:
Device returned to manufacturer; tip fracture and separation confirmed. Further analysis in underway; no data or conclusions at this time.

Event description:
Distal tip of guidewire fractured during pci procedure. Detached tip was left behind in the patient's lateral coronary vessel; no additional intervention was performed to retrieve the guidewire fragment. The physician reported that the patient was discharged home with no medical complications.